Event description:
It was reported by the customer, "we had a 20/10 pg catheter tip shear and dislodge into a vein today. Patient will have to have it removed by vascular surgery team. Wire advanced, catheter did not, entire unit removed from arm and a piece of catheter was missing. Very little to no resistance pulling pg out."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regt1862 showed no other similar product complaint(s) from this batch number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide pro catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 20ga x 10cm powerglide pro midline catheter assembly. The device was assembled, with the catheter overlaying the needle shaft. Blood residue was visible on the catheter shaft. The catheter terminated approximately 1cm from the tip of the needle. The catheter was observed to be fractured; however, inspection of the photograph was insufficient to identify the cause of the fracture. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include shearing the catheter against the needle tip during attempted device placement and contact with a sharp instrument.

Event description:
It was reported by the customer, "we had a 20/10 pg catheter tip shear and dislodge into a vein today. Patient will have to have it removed by vascular surgery team. Wire advanced, catheter did not, entire unit removed from arm and a piece of catheter was missing. Very little to no resistance pulling pg out."